Event description:
There was no patient involved in this event. The device malfunctioned as the device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to the 15th december 2013. An increase in voltage during this time would suggest a further pad-pak had been installed. Between the (B)(4) 2013 and (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm the failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.